Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that his dog pulled his infusion set out of his skin and he ended up having high blood glucose levels. The customer's blood glucose reading was 435 mg/dl. The customer performed troubleshooting and realized that he thought he did not rewind the insulin pump prior to inserting a new reservoir. The customer stated he would call back if any other problems occurred. Nothing was replaced or returned.